Event description:
The last telephone check on january 25, 1997, showed a beginning of life (bol) magnet behavior. Today, the telephone check shows the early replacement indicator (eri), 5 beats in the single chamber at 90ppm followed by the single chamber at 80ppm. The caller was concerned that intensified follow-up indicator (ifi) behavior was never seen.

Manufacturer narrative:
The device was subjected to electrical/mechanical function testing and battery discharge analysis. Normal pacer operation was observed. The battery is partially depleted - normal.